Event description:
It was reported that during a moderately calcified, right coronary artery (rca) stenting procedure, the xience alpine stent delivery system (sds) was advanced, but failed to reach the lesion. It was thought that during advancement, the stent dislodged from the delivery system; however, no unusual resistance was felt. The xience alpine stent was never located. A non-abbott stent was implanted in the rca lesion. Unrelated to the failure to cross and dislodged stent, the patient also underwent coronary artery bypass graft (CABG) surgery in the rca. The patient is currently recovering from CABG surgery. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.